Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device size and lot number were unavailable. The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and/or require intervention include but are limited to; endoleak.

Event description:
On an unknown date in 2004, the patient was implanted with gore excluder aaa endoprosthesis. The patient tolerated the procedure. On (B)(6), 2011, the patient underwent reintervention for a suspected type iii endoleak and a contralateral leg component was placed. Completion angiography determined the presence of a type ii endoleak originating from two lumbar arteries. Aneurysm enlargement was in excess of 100 mm and the physician chose to convert the patient to open. An aorto-bi-iliac bypass was performed and the devices were explanted. The patient tolerated the procedure in good condition.